Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported poor communication. It was noted the patient had been implanted on the day of the call and there was swelling and bandages present. The caller also reported seeing the power on reset screen. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.